Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, rewind, and basic occlusion tests. No motion sensor test failure alarm noted. The device also had a cracked on top left corner near display window corner, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.